Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of wound dehiscence generally a surgical complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: "open wound."

Event description:
Healthcare professional reported via device tracking, right side "contaminated, open wound." The device has been explanted.